Event description:
Per the clinic, the patient developed an infection due to incision site was not healed. Subsequently, the patient was treated with antibiotics (specific date and duration not reported). Skin revision was also performed on april 13, 2022 and a surgical washout under general anaesthesia was performed on april 15, 2022, however, it is unknown if the issue has resolved. The implanted device remains. Additional information has been requested but it has not been made available as of the date of this report.